Event description:
Analysis was completed by the manufacturer which indicated results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
.

Event description:
It was reported by a physician that a vns patient was explanted due to a suspected generator malfunction. At the moment good faith attempts to obtain further information have been unsuccessful to date. The explanted generator was returned to the manufacturer and remains under analysis.